Event description:
A remstar auto a-flex device was returned to a third-party service center. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles in the assembly. In addition, the device had a burnt power connector and displayed error code e-53: (err_comp_log_sem_timeout) and e-124 (err_prefetch_exception). Attributes were verified and completed correctly. The device was repaired.